Event description:
It was reported that the ureteral stent was unable to be advanced over the guidewire. It was also stated that the stent was split at the distal end. Per follow-up information received from ibc on 21jan2022, stated that after the stent was placed on the guide wire, the stent could not be pushed. When using the wire at the end of the stent to adjust the position of the stent, the end of the stent was pulled by the wire and then split. The event occurred during placement of the stent into the patient. The stent is on the guidewire and the stent is outside the patient's body with one end of the guidewire present inside the patient. The event included extra operation and drug therapy and replaced the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.